Event description:
It was reported that a user experienced nocturnal hypoglycemia with subsequent morning lows while using the ilet system, despite going to bed in an acceptable glucose range, and sought guidance on sleeping glucose rates and ilet targets; education covered the control algorithm and the recommendation to use smaller corrective doses to mitigate glycemic fluctuations. Symptoms included hypoglycemia during sleep. Outcomes included user education and troubleshooting without escalation of care. Investigation included a review of use patterns and guidance on algorithm behavior and user interactions. Investigation of this case revealed no device malfunction and suggested that user-initiated corrections and algorithm dynamics could contribute to overnight lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.